Manufacturer narrative:
This lead has not been returned for physical analysis; however, based upon the field report, it was determined that the lead tip became stretched and snapped off. Please refer to the description for more information regarding the specific circumstances of this event. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Moreover, the complaint meets criteria for (B)(6) electrode tip separation. This report will be updated should additional information become available.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances greater than 2500 ohms. Subsequently, surgical intervention was performed to explant this lead. During the extraction, the tip of the lead became stretched and snapped off. As a result, the tip remains implanted, and no further attempt was made to retrieve the remaining portion. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. The extracted portion of this lead was discarded by the nursing staff.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances greater than 2500 ohms. Subsequently, surgical intervention was performed to explant this lead. During the extraction, the tip of the lead became stretched and snapped off. As a result, the tip remains implanted, and no further attempt was made to retrieve the remaining portion. It was noted that throughout the procedure, the patient was hemodynamically stable. No additional adverse patient effects were reported. The extracted portion of this lead was discarded by the nursing staff. The patient was later implanted with a new right sided system.